Event description:
Patient reported experiencing elevated blood glucose (>400 mg/dl). Patient indidcated that she contacted her physician and was instructed to switch to injection therapy.patient indicated that she attempted to prime the existing cartridge,adapter and tubing,but insulin did not flow out of the tubing and started to drip out of the side of the adapter.patient indicated that she replaced the adapter and attempted to prime device,but received an e4 (occlusion)alarm.patient indicated that she replaced the tubing and attempted to prime the device.patient indicated that the device primed "ok".